Event description:
During an administration of blood using the pump, the pump appeared to be operating however no fluid was being administered. It is not known how long the pump was operating before this was observed. The IV site had to be restarted, however the infusion was continued using a different infusion pump. No additional pt intervention was required.